Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor. Pump received with normal operating currents. No unexpected low battery alarm noted. However, unexpected power loss alarm, replace battery alarm, replace battery now alarm and power error confirmed in the long trace. Power loss alarm occurred after the pump error was cleared. Detail trace analysis confirmed the pump alarmed replace battery alarm, replace battery now alarm and then alarmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. Unable to perform displacement test and occlusion test due to missing reservoir tube retainer and missing reservoir tube o-ring. Unit was received with missing reservoir tube retainer, missing reservoir tube o-ring, scratched case, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed power loss the customer¿s blood glucose level was in the 400s mg/dl at the time of the incident. The customer treated the high blood glucose with a shot. Customer declined troubleshooting for the high reading. Customer also mentioned the top part of the insulin pump kept falling off and the o-ring as well. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis